Event description:
It was reported that leak was observed around the rubber piece of a vial-mate adaptor where the rubber piece goes around the bag. The vial-mate adaptor was being used with bag of 0.9% sodium chloride solution. The reported condition occurred during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation; however, evaluation was not able to be completed due to product contamination. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device was manufactured between 11/02/2012 and 11/06/2012. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.